Manufacturer narrative:
Sientra complaint #: case (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Bilateral suspected rupture, right side.

Event description:
Bilateral MRI detected rupture, right side.

Manufacturer narrative:
Sientra complaint#: (B)(4). Sientra received additional information from the healthcare provider. Upon revision operation of removal of the device, no issues were found. The device was not returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.